Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side bilateral rupture and exchange. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on patch/shell bond edge side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side bilateral rupture and exchange. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, d9. H3, h6.